Event description:
A report was received that the patient was experiencing difficulty charging and pain below the pocket site which was irritating and bothersome. The patient had pocket pain due to scar tissue formation and the charging difficulty was due to the location of the ipg. The patient underwent a pocket revision wherein the ipg was relocated. The patient was reportedly doing well after the procedure.